Manufacturer narrative:
The promus everolimus eluting coronary stent system indicated is being filed under manufacturer number 2024168-2010-00077.

Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that the target lesion was an angulated proximal cx with 90% pre-stenosis. The lesion was pre-dilated and the 4.0 x 23 mm promus was deployed, and a proximal stent edge perforation occurred causing profound hypertension and respiratory distress. The perforation was treated with reversal of anticoagulation, vasopressors and inotropes. Another company's 3.0 x 12 mm balloon was used to temporarily seal the perforation and a 4.0 x 12 mm graftmaster was placed to seal it. Thrombus was then noted requiring re-anticoagulation and placement of the 4.0 x 12 mm promus stent proximal of the graftmaster. Emergent pericardiocentesis was performed using a subxyiphold approach with removal of <20 cc of blood. The patient was intubated and placed on a ventilator with repeated CPR for hemodynamic support until measures were in place. An intra-aortic balloon pump was placed for circulatory support. A temporary pacemaker was inserted for bradycardia and hypotension. Reportedly, the patient expired after the procedure. No additional information is available.